Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tip separation. Additionally, it was reported that the separated tip remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment medwatch report #mw (B)(4).

Event description:
User facility medwatch report received that states: "describe the event or problem: during a left heart cath, the 3cm tip of a pilot 50 guide wire disconnected from the rest of the wire. The tip remains in the patient. Patient stable. What was the original intended procedure: left heart cath with intervention. What problem did the user have (check all that apply) : device failed (e.g. Broke, couldn't get it to work or stopped working)" no additional information was provided.